Manufacturer narrative:
One bivona® 8.0mm custom tts¿ tracheostomy tube was returned for investigation. During functional testing, 20cc of air was inserted into the device cuff. During testing, it was observed that the cuff was unable to inflate and that air was escaping from a small hole on the device cuff. Visual inspection of the cuff found tiny scratches next to the small hole observed on the device cuff. The cuff of the device was then removed and the wall thickness was measured. The wall thickness of the device was found to be within manufacturing specification. Investigation was unable to determine the root cause of the cut in the device cuff.

Event description:
It was further reported that the device was in patient use for 15.5 hours prior to the reported incident being observed. After the issue was observed, the device was exchanged. According to the reporter, the event occurred during the initial use of the device and the device cuff was inflated with sterile water. The reported event was observed spontaneously by the patient's family. It was reported that no additional medical treatment was provided to the patient.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® custom tts¿ tracheostomy tube was leaking due to a hole in the tracheostomy tube. The issue was observed in the morning after two days of use. No patient injury was reported.